Event description:
Instability.

Manufacturer narrative:
Complaint has been evaluated and is similar to report number cc-00532972_1644408-2026-00470; 540-00-000, s814 - stability, poor joint, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.